Manufacturer narrative:
One simplicity radiofrequency electrode was received for evaluation. The device met specifications for temperature response and no short circuits were detected. No visual or functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported error message and subsequent cancellation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2182269-2020-00081 during a simplicity rf procedure with the patient on the table and prepped, an error message was noted on ports one and two while connected to the generator. An attempt to switch port 1 and 2 into port 3 were unsuccessful as the errors remained and the procedure was cancelled.